Event description:
Spontaneous report from the united states. Local reference: # (B)(4). Quality complaint was opened: reference # (B)(4). Dealer reference: (B)(4). This initial serious case report was received on 10-jan-2024 from the dentist by the dealer and forwarded to septodont on 12-jan-2024 via email. Follow-up #1 was received on 23-jan-2024 from the dentist by the dealer and transmitted to septodont on 12-feb-2024 via email. Follow-up #2 was received on 29-jan-2024 via email from the dentist's office. Follow-up #3 was received on 06-feb-2024 from the quality department. All information were processed together. Description of narrative: the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short. This case occurred on a 40-year-old male patient and with an unspecified medical history, and the treatment was planned for crown preparation for #30.   On the 04-jan-2024, it was reported that the needle broke off in a patient's mouth, between the hub and the needle. The needle broke upon 2nd injection. The patient went to the periodontist doctor first then emergency room. The patient was sent to the emergency room (ER) to have the needle removed. ER was able to remove the broken piece from the patient. No information was provided regarding the procedure, and concomitant medication or device used. Other information of product: henry schein premium needles 30ga short, batch number: unknown, expiry date: unknown. No other information available.   This case is serious as it retrieved the following seriousness criteria "required intervention to prevent permanent impairment/damage (devices)" for pt embedded device. Fup #1: received additional information regarding the case. Fup #2: received qir from the qulaity department. Fup #3: received additional information regarding the case. Manufacturer's preliminary analysis: based on the first information available, the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short. Treatment was planned for crown preparation for #30.   It was reported that the needle broke off in a patient's mouth, between the hub and the needle. The needle broke upon 2nd injection. The patient was sent to the ER and the broken piece of needle was removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Quality defect cannot be excluded as well. Therefore, pending quality investigations, no root cause could be determined for this incident and abnormal use or use error cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: since neither sample nor batch number were provided, no investigation on the batch records was possible. Following our manufacturing process, the used raw materials components were received with a certificate of conformity from supplier which attest to their conformity. The claimed defect of separation between cannula and hub could be related to: - excessive and high-pressure during injection and use. - constraint on the cannula during injection. - use of several cartridges. - bending or stressing of the cannula. All specific warnings, instructions of use and cautions are listed in the IFU to prevent any incident. Based on the information reported, the needle broke during 2nd injection with the same patient and therefore may be broken due to its reuse, which may imply the use of a second cartridge. The device has to be changed if multiple injections have to be done to avoid its breakage. Therefore, the most probable root cause is concluded to be the non-respect of the IFU by the practitioner. Use error/abnormal use is considered. Results of the assessment: this incident is covered in the risk table ar009.04 of sofijet range under the risk: use.sofij3-016 - hazard = device using - 'the practitioner uses the same needle with several cartridges which causes a degradation of the cannula - cannula breakage during use - harm on patient : cannula fragment requiring surgical extraction / harm on user : no harm, not concerned by concerned by the risk. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no quality investigations possible. Root cause identified as use error/abnormal use. No CAPA implemented. Final comments from the manufacturer: no quality investigations possible. Root cause identified as use error/abnormal use. No CAPA implemented.

Manufacturer narrative:
Manufacturer's preliminary analysis: based on the first information available, the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short.   It was reported that the needle broke off in a patient's mouth. The patient was sent to the ER to have the needle removed. No information was provided regarding the procedure, and concomitant medication or device used. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Quality defect cannot be excluded aswell. Therefore, pending quality investigations, no root cause could be determined for this incident and misuse or use error cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Event description:
Spontaneous report from the united states. Local reference: #(B)(4). Quality complaint was opened: reference #(B)(4). Dealer reference: (B)(4). This initial serious case report was received on 10-jan-2024 from the dentist by the dealer and forwarded to septodont on 12-jan-2024 via email. Description of narrative: the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short. This case occurred on a male patient of unknown age and with an unspecified medical history.   On the (B)(6) 2024, it was reported that the needle broke off in a patient's mouth. The patient was sent to the ER to have the needle removed. No information was provided regarding the procedure, and concomitant medication or device used. Other information of product: henry schein premium needles 30ga short, batch number: unknown, expiry date: unknown. No other information available.   This case is serious as it retrieved the following seriousness criteria "required intervention to prevent permanent impairment/damage (devices)" for pt embedded device. Manufacturer's preliminary analysis: based on the first information available, the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short.   It was reported that the needle broke off in a patient's mouth. The patient was sent to the ER to have the needle removed. No information was provided regarding the procedure, and concomitant medication or device used. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Quality defect cannot be excluded aswell. Therefore, pending quality investigations, no root cause could be determined for this incident and misuse or use error cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary analysis: based on the first information available, the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short. Treatment was planned for crown preparation for #30.   It was reported that the needle broke off in a patient's mouth. The patient was sent to the ER and the broken piece of needle was removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Quality defect cannot be excluded as well. Therefore, pending quality investigations, no root cause could be determined for this incident and abnormal use or use error cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Event description:
Spontaneous report from the united states. Local reference: #(B)(4). Quality complaint was opened: reference #(B)(4). Dealer reference: (B)(4). This initial serious case report was received on 10-jan-2024 from the dentist by the dealer and forwarded to septodont on 12-jan-2024 via email. Follow-up #1 was received on 29-jan-2024 via email from the dentist's office. All information were processed together. Description of narrative: the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short. This case occurred on a 40-year-old male patient and with an unspecified medical history, and the treatment was planned for crown preparation for #30.   On the (B)(6) 2024, it was reported that the needle broke off in a patient's mouth, between the hub and the needle. The needle broke upon 2nd injection. The patient went to the periodontist doctor first then emergency room. The patient was sent to the ER to have the needle removed. ER was able to remove the broken piece from the patient. No information was provided regarding the procedure, and concomitant medication or device used. Other information of product: henry schein premium needles 30ga short, batch number: unknown, expiry date: unknown. No other information available.   This case is serious as it retrieved the following seriousness criteria "required intervention to prevent permanent impairment/damage (devices)" for pt embedded device. Manufacturer's preliminary analysis: based on the first information available, the report described needle broken and device fragment embedded with the suspected medical device henry schein premium needles 30ga short. Treatment was planned for crown preparation for #30.   It was reported that the needle broke off in a patient's mouth. The patient was sent to the ER and the broken piece of needle was removed. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Quality defect cannot be excluded as well. Therefore, pending quality investigations, no root cause could be determined for this incident and abnormal use or use error cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required.